Event description:
Reportedly, on (B)(6) 2023, eri has been reached on the device. The device was implanted on (B)(6) 2022. The device was replaced on (B)(6) 2023.

Manufacturer narrative:
According to the preliminary analysis, no overconsumption was measured by the device and the event date was modified to 27 may 2023.

Manufacturer narrative:
Analysis of the available patient files dated of (B)(6) 2023 revealed: an abnormal battery depletion o no overconsumption. The expertise of the returned ICD revealed the battery was depleted and no over consumption was detected. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level. Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2023, eri has been reached on the device. The device was implanted on (B)(6) 2022. The device was replaced on (B)(6) 2023.

Event description:
Reportedly, on (B)(6) 2023, eri has been reached on the device. The device was implanted on (B)(6) 2022. The device was replaced on (B)(6) 2023.

Manufacturer narrative:
Analysis of the available patient files dated of (B)(6) 2023 revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster). Please refer to the attached report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on 17th october 2023, eri has been reached on the device. The device was implanted on (B)(6) 2022. The device was replaced on (B)(6) 2023.